Event description:
This case was reported by a consumer who described the occurrence of allergic reaction in parent who used super poligrip ultrafresh denture adhesive cream for loose dentures. A physician or other health care professional has not verified this report. The consumer's past medical history included aspirin allergy (hives). Concurrent medical conditions, which the consumer has had "for years" include arthritis, congestive heart failure, diabetes, high blood pressure, poor circulation and wheelchair user. Concurrent medications include furosemide, benazepril hydrochloride (lotensin), potassium, glipizide (glucotrol), metformin hydrochloride (glucophage) and budesonide (rhinocort). The consumer used super poligrip ultra fresh denture adhesive cream for the first time for the new dentures in august 2003. They had never used a poligrp product in the past. The consumer wore the dentures for about 3 hours with super poligrp ultrafresh denture adhesive cream in place, and then removed them because they experienced a headache, scratchy throat, and sore throat. In 2003, the consumer woke up at approx 3 am due to a swollen tongue and they could hardly talk. The child transported the consumer to the emergency room. In the emergency room the consumer was treated with IV diphenhydramine hydrochloride. The consumer was admitted to the ICU "because the physicians thought their throat would swell shut" although the consumer was not intubated. Consumer was diagnosed with an allergic reaction of an unknown etiology. As of 2003 unspecified blood work was still pending and the consumer's tongue swelling and difficulty talking were unresolved. The consumer's child reported that the plan was to release the consumer from the hosp in august 2003 if the swelling improved.